Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer had changed the cartridge and infusion set. As the customer had changed the supplies prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion was unable to be performed.